Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to replicate the customer reported complaint. The instrument was placed on an in house system and driven. Recognition and engagement passed. The instrument moved intuitively with full range motion in all directions. The grips opened and closed properly. Failure analysis investigation also found the instrument's main tube had scratch marks and abrasions. The distal end of the main tube various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found.

Event description:
It was reported that during a da vinci prostatectomy surgical procedure, it was noted that the large needle driver instrument got stuck. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.